Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-feb-2023 to 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The following fields have been updated with investigation information: h6, h11.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager was not working. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.